Event description:
The manufacturer received information that the bottom of an innospire elegance nebulizer melted. There was no report of patient harm or injury. The manufacturer received the device for evaluation and confirmed the initial complaint of the bottom of the nebulizer melted. The device did not have any power when plugged in to the ac outlet. The technician verified there was thermal warping, heat discoloration, and heavy friction damage to the bottom enclosure from the pump fan rubbing and creating a 2cm void. The thermal fuse burned on the motor, then the inline fuse opened as designed, preventing an electrical thermal event. The technician was unable to duplicate the failure of the nebulizer due to the device not having any power. This appears to possibly be caused by a motor misalignment issue which caused the fan to rub against the bottom enclosure creating heavy friction and motor-pump destabilization which led to the thermal event. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back-up device for respiratory delivery if this device is not operable. This report will be filed as an initial-final report. If any additional information is received, an additional report will be filed. The manufacturer concludes no further action is needed at this time.